Event description:
The customer was hospitalized for low blood glucose. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. Advised mother that the pump appears to function properly and could not have caused sugar levels to go low.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.